Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead dislodged and was unable to stay in the lateral vein of the patient. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Model #4470 competitor implantable pacing lead implant date 2011 (B)(6); model #4471 competitor implantable pacing lead implant date 2011 (B)(6). (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.